Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abnormal uterine bleeding ("abnormal uterine bleeding") and embedded device ("fallopian tube has proximally embedded coiled metal hardware measuring 3.1 cm in length") in an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of paratubal cyst, endocervical polyp and adenomyosis uteri. As concurrent condition the report mentioned pelvic pain female. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced abnormal uterine bleeding (seriousness criterion intervention required) and embedded device (seriousness criterion medically important). The patient was treated with surgery (total robotic hysterectomy with bilateral -s). At the time of the report, the outcomes for these events were unknown. The reporter considered abnormal uterine bleeding and embedded device to be related to essure administration. The reporter commented: discrepancy noted in removal date : " (B)(6) 2021 (as written per mr). Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2012: essure devices are seen in position bilaterally [pathology test] on (B)(6) 2021: specimen(s) submitted. 1 uterus with essure, bilateral fallopian tubes. Final diagnosis: uterus, cervix, bilateral fallopian tubes: uterus with extensive adenomyosis. Endometrium, secretory. Cervix with endocervical polyp. Bilateral fallopian tubes with paratubal cysts clinical information: pelvic pain, essure gross description: the specimen is received in formalin, labeled with the patient's identification and "uterus, cervix, bilateral fallopian tubes with essures." It consists of a uterus with attached cervix and bilaterally attached fallopian tubes weighing 107 g. The uterus with cervix measures 9.5 cm from fundus [0 cervix, 5.5 em transversely, 4.0 cm from anterior to posterior. Both fallopian tubes are fimbriated. The right fallopian tube measures 9.5 cm in length and 0.6 cm in diameter and the left fallopian tube measures 8.5 em in length and 0.6 em in diameter. The lumen of each fallopian tube has proximally embedded coiled metal hardware measuring 3.1 cm in length and 0.3 em in diameter. The left fallopian tube has a 1.0 x 1.0 x 0.5 em smooth, clear, non-viscous fluidfilled cyst adjacent to the fimbria. Each tube has a purple-tan, semi translucent serosa, a pinpoint lumen. And a white-tan wall with an average thickness of 0.3 cm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2022: mr received. Reporter information , medical history , event : " each fallopian tube has proximally embedded coiled metal hardware measuring 3.1 cm in length " added. Rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total robotic hysterectomy scheduled on (B)(6) 2021). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure devices are seen in position bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-dec-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total robotic hysterectomy scheduled on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the uterine haemorrhage outcome was unknown. The reporter considered uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure devices are seen in position bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-jan-2021: pif received. Reporter information added. Event medical device removal updated to event abnormal uterine bleeding. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total robotic hysterectomy scheduled on (B)(6) 2021). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure devices are seen in position bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.